Event description:
The event is reported as: the packaging on the et (endotracheal) tube is labeled 6.5mm but the actual tube inside the packaging is a 7.5mm. The alleged defect occurred prior to use on a patient.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) review was conducted on lot number 01h1100471. The DHR investigation did not show issues related to the complaint. Document assessment fmea (product/process) was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.